Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of does not function was confirmed. The device did not meet manufacturing specifications. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device does not function. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.